Event description:
Journal reference: arle et al. "Motor cortex stimulation for pain and movement disorders." Neurotherapeutics 2008; 5(1): 37-49. The study involves 15 pts (8 pain and movement disorders, 4 pd, 2 et and 1 cortico-basal degeneration), using motor cortex stimulation. The pt cases were detailed along with a general review and research of literature relative to modeling and understanding the underlying mechanisms of mcs. Reportable event: one pt in the pd group had an intraoperative seizure that was generated during the motor mapping and a focal motor seizure 2 days post.

Manufacturer narrative:
See scanned pages.